Manufacturer narrative:
This report is submitted on april 19, 2023.

Event description:
Per the clinic, the patient experienced an infection at the implant site. Subsequently, the device was explanted on (B)(6) 2023. Re-implantation is planned but has not taken place at the time of this report.

Manufacturer narrative:
This report is submitted on may 30, 2023.